Manufacturer narrative:
This report is being filed to correct the return date for device available for evaluation? (B)(4); the product has been received for analysis. This report will be updated upon completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached end of life (eol). There was a concern the device depleted prematurely. Device data was reviewed and it was noted the battery was stable until a few months ago. Unusual battery behavior was then noted and a battery depletion code was triggered. This device was explanted and successfully replaced. No additional adverse patient effects were reported.